Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The customer troubleshot with philips technical support. The customer replaced the power supply then began to receive an air source fault alarm. The customer ordered a sensor board to address the issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator went inoperable and generated a air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.